Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not responding to button pushes. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. The customer was advised to observe time clock for one minute to verify if time advances and customer stated that time did not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.